Manufacturer narrative:
(B)(4). Medical product: unknown compress femoral, catalog#: ni, lot#: ni. Unknown compress anchor plug, catalog#: ni, lot#: ni. Unknown compress femoral stem, catalog#: ni, lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05759, 06924, 06925, 06926. John h. Healey (2009) " early equivalence of uncemented press-fit and compress femoral fixation", clin orthop relat res (2009), 467:2792-2799. The journal article was published jun 10, 2009. This journal article was written by german l. Farfalli, patrick j. Boland, carol d. Morris, edward a. Athanasian and john h. Healey. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in a journal article that one (1) patient required a second surgery between 1 and 137 months following knee arthroplasty due to implant body failure involving disengagement of an extensible prosthesis when the components were maximally lengthened. Attempts have been made to retrieve additional information, but no further information is available at this time.